Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed low battery. The customer changed the batteries and the device alarmed button error. The customer's blood glucose at the time of the phone call was 74 mg/dl, but the customer stated that in the morning of the phone call they woke up with a low blood glucose of 54 mg/dl. The customer stated that a week prior to the phone call they had to press the buttons of the device harder in order to record the carbohydrates. The discontinuation of the device was advised. Nothing further was reported.